Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high threshold and low sensing were observed on the right atrial (ra) lead due to suspected micro dislodgement. The device was programmed to deactivate the lead and patient was in stable condition.